Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip was difficult to release from the catheter to deploy. The clip was eventually released from the catheter. The procedure was completed with this device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip difficult to release. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the device was fully deployed and the clip assembly was not returned. Also there was a kink in the control wire and the coil. Review and analysis of all available information indicated the most probable root cause for this event was user error. As evident by the kink in the control wire the end-user may have exceeded the design limits of the device during used based on the dfu ¿precaution (s) prior to use¿ statements. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip was difficult to release from the catheter to deploy. The clip was eventually released from the catheter. The procedure was completed with this device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.